Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4) .

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the device had not worked and this was what led to the system not being connected, the system not working, the system moving, and the leg pain. The patient tried to call the doctor that put her device in, but the doctor did not take her insurance and would not see the patient. The patient had been getting blocks on her back but they were not helping. The patient felt her device needed to be taken out. The patient thought her device had moved. "It" was causing the patient's back to be "on fire" and it was getting unbearable. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported her device was not connected and did not work. The patient was having problems as her device moved and her legs were painful. The patient had a lot of pain where it was. The patient did not know if the device had moved, but it felt like it. The patient's indications for use included failed back surgery syndrome and spinal pain. If additional information is received a follow-up report will be sent.

Event description:
It was reported that the patient¿s device was not working. The patient could not get their device taken out because they could bleed to death. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the patient was in chronic pain all the time and lived on vicodin. The injections were not working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.